Manufacturer narrative:
In-ambulance shut off assembly.

Event description:
It was reported by service report that rubber cover on the lower buttons is ripped. The in-ambulance shut off is missing. No pt involvement or adverse consequences were reported.